Event description:
(B)(4). I had essure placed (B)(6) 2013. I have been having severe bleeding. I would bleed for 2 or 3 weeks then stop for a week just to start back up. I am always tired and suffer from palpitations. I am vitamin d deficient. I am stuck at the same weight I was when I got essure placed even though I exercise like crazy. The inflammation around my belly is crazy. My hair keeps falling out and can't have sex with my husband due to pain. I suffer from a lot of stomach issues. And constantly have nausea